Manufacturer narrative:
The reported event of device deformation could not be confirmed. One photo was received from the field, displaying an amplatzer septal occluder that was not returning to proper conformation; however, this was not reproducible and the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, during procedure, the physician found that device did not keep its normal shape as beginning before use. New device was used to replace and no issue was identified. The procedure was completed with no adverse patient consequences.